Event description:
It was reported to boston scientific corporation that after the initial implantation of a pasv port a leak was observed. It was discovered that the catheter had separated from the port body with no catheter migration occurring. A new port was implanted successfully with another of the same device. No patient injury or complication was noted with this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.